Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lamitrode lead, model: 3286, UDI: (B)(4), serial: batch: 4000169. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients lead migrated. As a result, surgical intervention was undertaken on an unknown date wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that is associated with the issue.